Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the procedure, the distal end of the access port peeled off and fell into cavity. The fallen part was retrieved and a new device was opened to complete procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.